Manufacturer narrative:
(B)(4). Concomitant medical products: 00781809900, endo femoral head adaptor 12 / 14 taper plus 7.0 mm neck length, 60822031; 00783401400, femoral stem press-fit ld/fx collared 12/14 neck taper size 14 135 mm stem length, 60774787. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00104, 0002648920 - 2018 - 00105.

Event description:
It was reported patient had a revision procedure approximately one year post-implantation due to unknown reasons. Operative notes reported that all anterior, posterior, superior, and inferior scar tissue was removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.